Event description:
Event description guidant received information that this lead exhibited an impedance of 1500 ohms with reproducable noise. The lead was then surgically abandoned and replaced. In addition, this pacmaker displayed and elective replacement indicator (eri) sooner than expected.